Event description:
It was reported that a vns patient suffers from extreme tiredness and a very low heart rate (42-75bpm). These complaints started after she had changed the duty cycle. The patient will undergo a heart monitoring test (with the generator switched on and off). Review of the available programming and diagnostic history (from the implant date) showed normal diagnostic results. Attempts for additional relevant information have been unsuccessful to date.